Event description:
The customer was on an airplane at high altitude when an altitude alarm was received. The alarm could not be cleared. The customer's blood glucose level was 384 mg/dl due to the delay in insulin delivery. The customer reverted to manual injections for diabetes management. Reportedly, the customer had been using the cartridge for 5 days.

Manufacturer narrative:
The tandem t: slim pump user guide indicates that the cartridge is for single use only and novolog insulin was tested and found to be safe for use in the t: slim pump for up to 72 hours and humalog was tested and found safe for use for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.